Event description:
It was reported that during a ptca/stenting treatment procedure involving a calcified lesion in the distal portion of the rca, the maverick otw balloon lost pressure on the initial inflation during predilatation of the lesion for placement of an s670 stent (the number of atm's reached on the initial inflation is unknown). The pt was asymptomatic during this event. The maverick otw balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. A 6f medikit introducer sheath, a j&j atw guidewire (size unknown), a 6fr zuma2 jr guide catheter and an everest inflation device were also used in this case. Pt status is reported as 'good'.